Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the hook part made of reinforced plastic was broken and got lost, so that the stopper could not be fixed when the reported device was mounted on the four-sided osteotomy guide during the tka surgery on (B)(6) 2018. The surgery was completed by using the elevatorium for osteotomy. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.